Event description:
A healthcare facility in united kingdom reported via a fisher and paykel healthcare field representative that the tubing of a bc191-05 nasal tubing 70mm was damaged before use on a patient. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided.

Manufacturer narrative:
(B)(4). Method: the subject bc191-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p). Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the tubing of a bc191-05 flexitrunk infant nasal tubing was found to be damaged. Conclusion: without the return of the subject device or photography for evaluation, we are unable to determine the cause of the reported event. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. Our user instructions which accompany the bc191-05 bubble CPAP system state: - use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. - do not use if product or packaging is damaged. A caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 bubble CPAP system. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided.

Event description:
A healthcare facility in united kingdom reported via a fisher and paykel healthcare field representative that the tubing of a bc191-05 nasal tubing was damaged before use on a patient. There was no reported patient involvement.